Event description:
The customer reported that there were compatibility problems with the user interface and ipc 1000. Also when booted up, the user interface freezes up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep reinstalled the software. The system operates as intended.